Manufacturer narrative:
The manufacturing records for the related batch were reviewed to confirm that no issues or discrepancies occurred during production that could contribute to the reported event. The record review indicates the device met all material, assembly, and performance specifications prior to shipment. The complaint device was not returned to bsc for analysis. The root cause will be documented as anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu.

Event description:
Clinical study. Same case as 2134265-2009-02728. It was reported that following a coronary artery stenting procedure, the patient experienced restenosis. Lesion 1 was a 2.75mm, 90% stenosed, 10.0mm long portion of the distal circumflex (dist lcx). The physician treated the lesion with direct stent placement of a 2.75x16mm taxus express2 study stent at 16 atm. Post-stenting was performed with a 2.75-12mm balloon at 24 atms. Ivus was performed and confirmed the stent was implanted properly. Residual stenosis in the lesion became 0% with timi flow3. Lesion 2 was a 2.5mm 90% stenosed, 10mm long portion of the 1st obtuse marginal (1st ob marg). The physician treated the lesion with direct stent placement of a 2.50x12mm taxus express2 stent. Post-stenting was performed with a 2.5x8mm balloon at 24 atms. Ivus was performed and confirmed the stent was implanted properly. Residual stenosis in the lesion became 0% with timi flow3. The patient was discharged the next day. At 265 days after the index procedure, restenosis in both lesions was confirmed. Six days later, the physician performed ballooning of the distal lcx with residual stenosis becoming 25%. In reference to the 1st ob marg, it was commented that the lesion was located at a bifurcation between the proximal circumflex and the 1st ob marg. The physician confirmed that there was enough collateral circulation in the 1st ob marg from the lad, and a non bsc stent of unknown size was implanted in the prox cx, although that stent implantation made a stent jail to the 1st ob marg. Distal cx=90% (pre), prox cxx/1st om= 99% (pre). The patient was discharged 2 days later.